Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that keys on the insulin pump are not responding. The customer stated that the up and down arrow buttons are hard to push and the act button is not working properly. Customer's blood glucose level at the time 151mg/dl. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
No cosmetic damage was noted. The insulin pump had no button response due to a flattened dome switch on the escape button.